Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported lead diagnostics indicated high impedances on multiple lead contacts. The patient underwent surgical intervention to remove and replace the lead. The patient is receiving effective stimulation.